Event description:
Boston scientific was notified that, during an event, the matrix standard-3d coil was pushed through an excelsior sl-10 microcatheter with difficulty. No complications with the pt during this procedure.

Manufacturer narrative:
Evaluation of the subject device showed that, the main coil had separated from the pusher wire at the polyethylene terephthalate junction, classifying this event as a medical device report. Description of device analysis: date of procedure: 2004. Device being used for: treatment. During the evaluation, it was discovered that, the matrix standard-3d coil was inside the excelsior sl-10 microcatheter hub. The matrix standard-3d coil was pulled out of the excelsior sl-10 microcatheter hub using tweezers. The main coil was severely stretched and separated just distal to the polyethylene terephthalate (pet) junction and proximal to the main coil glue melt joint. The coil appeared to have separated after stretching. The pusher wire was not returned. The inner coil and pet plug were also not with the main coil. The main coil was also kinked on several places along its length. Due to the damage, the main coil lost its secondary coil shape. A review of the device history record was performed on this batch of finished goods and indicated that one material review report (mrr) was written on this batch. Mrr 22807 was written on this batch because the vendor used new process to manufacture the boxes. The cartons were not used during sterilization and therefore, there is no sterilization issue. The product was used as is. The mrr was not related to the customer's complaint. All other processes and tests were performed in conformance with the required specifications at the time of release for distribution. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This information is based on information supplied to us without our independent verification as to its accuracy, completeness, or causal relationship to the product.